Event description:
The customer reported to customer service that the transformer housing of her pump in style breast pump is damaged exposing the underlying wires.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported that the transformer housing is damaged exposing the underlying wires. She did not report any fire, spark or injury. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be rec'd, resulting in new, changes, or corrected info, a f/u report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).